Event description:
Risk, rde--- battery pack malfunctioned causing smoke to fill the area. The battery pack caught fire so that is burned through the metal housing. The unit was moved outside until the battery stopped arcing. Then the battery was replaced to move the portable back inside for follow up testing. Work orders for service on this unit. The OEM has been called in to validate unit function after the incident.

Event description:
Risk,rde--- battery pack malfunctioned causing smoke to fill the area. The battery pack caught fire so that is burned through the metal housing. The unit was moved outside until the battery stopped arcing. Then the battery was replaced to move the portable back inside for follow up testing. Work orders for service on this unit. The OEM has been called in to validate unit function after the incident.